Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets tubing kinked events on (B)(6) 2024 . Infusion sets were used for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.